Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2011. Subsequently, a future revision procedure has been indicated due to cup loosening and migration; however, no revision procedure has been reported at this time. No further information has been provided. Additional information received reported patient underwent a revision procedure on (B)(6) 2016.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted: remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2011. Subsequently, a future revision procedure has been indicated due to cup loosening and migration; however, no revision procedure has been reported at this time. No further information has been provided.